Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that electrical connector corroded for some reason and conduction failure occurred, causing the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of leakage was confirmed, due to a pinhole on bending section cover water tightness was lost. The allegation of black screen with no image was confirmed due to corrosion on the electrical connector. In addition, due to wear of angle wire, bending angle in down direction did not meet the standard value. The connecting tube had a buckling. The connecting tube had a dent. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus assistant service engineer reported on behalf of the customer, due to corrosion on electrical connector the monitor displayed a black screen with no image on the evis exera bronchovideoscope. The image may return to normal at times. The event occurred during an unspecified procedure. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The event occurred during an incoming inspection at a workshop. No other devices were involved. There was no delay in procedure.